Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units batteries are not charging and will not turn on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information received on 12/19/2022. Investigation finalized on 03/28/2024: a getinge field service engineer spoke with the facility biomed. Biomed stated the unit would not charge or turn on. The biomed noticed the console was not properly seated in the cart. This would cause the unit to not charge the batteries. With depleted batteries the device will not power on due to not having a charge source from the cart. The cart also supplies a/c power in the event of depleted batteries. Device will not power on by a/c power if not seated in the cart. Biomed indicated they reseated the console in the cart and the unit starting charging. Biomed verified proper function. Issue resolved over the phone with customer, equipment functional cleared for customer use. Service call determined issue and visit cancelled.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units batteries are not charging and will not turn on. There was no patient harm.